Event description:
On (B)(6) 2012, the distributor contacted animas and stated that the audio bolus button was unresponsive. There was no additional information available for this complaint. This complaint is being reported due to the alleged issue with audio bolus button.

Manufacturer narrative:
Follow-up # 1 (B)(4) 2012 .device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, all of the keypad buttons were appropriately responsive. The audio bolus button responded properly on testing. The keypad cover was removed for investigation and revealed no contamination under the key contacts. Unrelated to the complaint, the vibration motor was found to be unresponsive. The case was removed for inspection revealing the motor contacts were bent and misaligned.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).